Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: reporter name : requested, unknown e1: phone number: requested, unknown e2: health professional: unknown e3: occupation: unknown g4: 510k #: k130520 the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, a photograph of the actual device was returned for evaluation. Confirmation of the provided image confirmed that the water port (outlet side) of the oxygenator had been broken off. It was not possible to confirm the condition of the broken area (to see whether there was elongation, molding defect, etc.) From the image. Manufacturing record and the shipping inspection record of the actual sample; no anomaly was found. Past complaint file of the involved product code/lot # , had no other similar complaint reported. Based on the investigation result, no anomaly was found in the manufacturing records of the actual sample. Since the actual sample could not be investigated, the cause of occurrence could not be clarified. The instructions for use (IFU) (capiox fx25) of ashitaka factory includes the following information. Do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. If the product is dropped during set-up, do not use it. Replace with another device. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4) .

Event description:
The user facility reported that the involved capiox fx25 device had deformed connectors to the heater cooler. The event occurred during set-up. There are no delays. The surgery was completed successfully. There was no patient issue and no blood loss reported. The product was changed out.